Manufacturer narrative:
The investigation for the placement signal issue has been completed. No product was returned. Log review showed that the placement signal and pump flow metrics were lost on the fourth day of support around the time of the "placement signal not reliable" alarms with no change in motor current at that time. The placement was gradually trending downward before going out of range, and the pump flow was trending upward before dropping to zero. All of these log observations indicate sensor drift. Rp c3s do not have an optical sensor, so there is no optical signal review in this investigation. The root cause of the placement signal issue was most likely sensor drift.

Event description:
A complainant reported the patient was on impella rp support. While on support, there was a sensor failure on the impella rp. The decision was made to remove the impella rp due to sensor failure. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.